Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 27-nov-2017 device evaluation: the device has been returned and evaluated by product analysis on 03-nov-2017 with the following findings: a review of the pump¿s black box and alarm history showed cs064-0008 and cs078-0008 alarms. The pump successfully completed the 24 hour duration test without any call service alarms or other issues. Unrelated to the original complaint, the battery compartment was found to be cracked on the side from the threads to the pump cover. The pump cover was opened and moisture ingress was observed on the printed circuit board and internal components. The original complaint of a cs064 alarm was observed in the pump history but unable to be duplicated during investigation. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.